Manufacturer narrative:
Additional information: the patient has a medical history of hyperlipidemia. The index procedure was prompted by mi. During the index procedure two resolute onyx des were implanted in the rca. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure five resolute onyx des were implanted. Cec adjudicated non-q-wave mi of target vessel lad (loss of septal branches) occurred one day post procedure.